Event description:
Reporter alleged, the customer obtained a discrepant blood glucose result of 266 mg/dl back to back with a result of 77 mg/dl when testing was performed less than 10 minutes apart on the compact plus system. Reporter indicated that she was not experiencing any hypoglycemic or hyperglycemic symptoms during the time of testing. Reporter stated that he treated the customer with orange juice after the result of 77 mg/dl was obtained. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.